Event description:
It was reported that the customer was experiencing high and low blood glucose levels. The customer did not require treatment from a healthcare professional to treat her blood glucose. The reported blood glucose reading was 129 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The prime and displacement tests passed. However, the high pressure test failed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.